Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not provided.

Event description:
It was reported that the patient presented for a device exchange procedure. It was noted that the new pacemaker's set screws were stripped. The right ventricular lead was unable to be removed form the new pacemaker. The device was not implanted during the procedure on (B)(6) 2020.

Manufacturer narrative:
The reported complaints of loose or intermittent connection and failure to disconnect was confirmed. Analysis of the header showed damage to the a-setscrew inset. Incorrect insertion of the torque wrench into the inset caused stripping. This is consistent with user error.